Manufacturer narrative:
The leads remain implanted within the patient. The cause of the patient¿s symptom could not be conclusively determined but may have been caused by the positioning of the leads during the prior revision procedure. Suboptimal placement of a lead which may result in undesirable stimulation changes and may require surgery (including revision, explant, and replacement) as a result, has been listed as a potential risk in evoke scs system surgical guide.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system with a history of one (1) prior revision procedure, reported discomfort while tilting their head backwards. Troubleshooting included reprogramming and turning the patient¿s scs system on/off, which did not resolve the reported discomfort. As the patient¿s discomfort was present when the scs was turned off, the physician determined that this may be attributed to suboptimal placement of the leads. Following a second revision procedure, the leads were repositioned which resolved the patient-reported discomfort.